Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). Results: the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 95.0 cm from the hub. There was yielding present at the site of the fracture and coagulated blood was present on the device exterior. The distal fractured segment had coagulated blood in its lumen. Conclusions: evaluation of the returned 3maxc revealed a fracture in its mid-shaft. This damage is likely a result of improper handling during preparation of the device. Further evaluation revealed some blood on and inside the catheter. This blood is reported to have been from flushing prior to use and the device was not used in the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, while flushing the penumbra system 3max reperfusion catheter (3maxc), the hospital staff noticed that it was kinked and when straightening it out, the 3maxc broke in half. The damaged 3maxc was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 3maxc.